Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. The device failed accuracy confirmation testing with the original piston foam. The piston foam was inspected and found to be deteriorated. The piston foam was replaced and the device passed the accuracy confirmation test. The device failed this test again when the original foam was reinstalled. A temperature verification test was performed and the device passed. The pneumatic system was tested and found all pressures to be correct and stable. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated piston foam. The piston foam was scrapped. Should additional relevant information become available, a supplemental report will be submitted.